Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and failed to capture. X-ray performed confirmed the lead dislodgement. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the ra lead was explanted on (B)(6) 2025. The patient was stable throughout the procedure.